Event description:
It was reported that after an anterior communicating artery aneurysm coiling, a patient death occurred. No further information was provided as to the cause of the death or the relationship to the device.

Event description:
It was reported that after an anterior communicating artery aneurysm coiling a patient death occurred. No further information was provided as to the cause of the death or the relationship to the device.

Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of death is noted in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.